Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced infection at ipg site. As a result, the drg was system was explanted to address the issue. Patient is recovering post explant.

Event description:
Additional information received that patient infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found.